Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a normal device change out procedure the pace sense terminal pin on the right ventricular (rv) lead was unable to be removed from the header of the implantable cardioverter defibrillator (ICD). It was noted that the conductor coils started unraveling and the pace sense pin detached from the lead when attempting to remove it from the header of the device. The rv lead pace sense pin remained in the header of the ICD. The technician in the change out procedure noted the physician did not fully retract the setscrew and tremendous force was applied to the lead. The pace sense portion of the rv lead was surgically abandoned and the ICD was explanted as planned. The physician attempted to place a new lead, however the patient's svc occluded. Thus a new pace sense lead was placed with a new ICD. The new ICD was programmed aai. The high voltage portion of the existing lead were placed into the proper ports on the new ICD, however tachycardia therapy was programmed off. The patient was transferred to a different facility for a possible laser extraction and placement of a new tachycardia therapy lead. During the second procedure the physician opted to completely abandon the rv lead place a different rv lead from another manufacturer on the patient's opposite side and tunnel to the previously placed ICD. No additional adverse patient effects were reported.